Event description:
Per the audiologist, the patient underwent surgery (B) (6) 2009 (day not reported) due to an infection of the skin flap.the implanted device remains.

Manufacturer narrative:
(B) (4). Implanted device remains.